Manufacturer narrative:
Submit date: 8/9/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the screen is flashing and is blank. Upon triage of the unit on (B)(6) 2017, service found a burnt component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burn smell with signs of thermal damage. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.